Manufacturer narrative:
B2, 3: estimated date. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. A medical review of the article was performed. The premise of the article was to report the study results from the step trial from france. This was a trial to compare the efficacy of the terumo medical polymer-based sandwich type plug, femoseal, to the abbott vascular suture-based perclose proglide vascular closure device (vcd) in achieving hemostasis after lower extremity artery endovascular revascularization. It appears that the study design was biased toward femoseal, although definite reason can not be concluded. Cost is mentioned several times and is stated that the even though each device has the same price, the proglide cost more overall, because additional devices were used. The journal article states, multiple times, that the procedural difference between the terumo femoseal and the abbott proglide is that the guidewire is retained during the deployment of the proglide sutures. The authors confirms that all participating sites were trained on the proglide and the instructions for use were followed. He does not believe there is a safety issue with the proglide. Additionally, it was mentioned that the advantage of the proglide is that an additional device can be used in case hemostasis is not fully achieved. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 2017 was removed. H10: addtl mfg narrative updated.

Event description:
Subsequent to the previously filed reports, follow up with the physician was performed and it was confirmed that all participating sites were trained on the proglide and the instructions for use were followed. He does not believe there is a safety issue with the proglide. Additionally it was mentioned that the advantage of the proglide is that an additional device can be used in case hemostasis is not fully achieved. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of death, is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous reports, the following additional information was captured from the article: the article reported that the guidewire is retained during the deployment of the proglide sutures.

Manufacturer narrative:
H6: device code 2017- failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of death is listed in the electronic proglide instructions for use (IFU), as potential adverse events of use of the device. The guide wire was not removed prior to deploying the device. The electronic proglide IFU states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. It is unknown if the IFU deviation contributed to the difficulties. The premise of the article was to report the study results from the step trial from france. This was a trial to compare the efficacy of the terumo medical polymer-based sandwich type plug, femoseal, to the abbott vascular suture-based perclose proglide vascular closure device (vcd) in achieving hemostasis after lower extremity artery endovascular revascularization. A medical review was performed and concluded that due to the failure to follow the proglide IFU, it cannot be conclusively stated that the femoseal is a technically superior product, if the IFU¿s for both products are not followed correctly. Successful hemostasis after 5 hours was considered a technical success and the end-point of the study. However, retaining the wire while attempting to deploy the sutures, could cause a suture miss and, therefore, a failure to seal, leading to failed hemostasis. Additionally, the study stated that it gave femoseal a 12% advantage to the perclose proglide as there no direct comparison between collagen and suture-based vcd¿s following lower-limb arterial endovascular revascularization, and that this was based on observational data (not published) and coronary studies. Based on the case information, a conclusive cause for the reported patient effects of death, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could also not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Outcomes attributed to adverse event, date of event: estimated date. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects captured in the article are filed under a separate medwatch report. Article title ¿a randomized trial comparing polymer versus suture-based vascular closure devices for arterial closure following lower-limb arterial endovascular revascularization.¿

Event description:
This event is from a literature review identifying proglide devices in common femoral arteries for lower limb arterial endovascular revascularization procedures with computed tomography and angiography. The proglide devices may be related to: all cause death. Specific patient information is documented as unknown. Details are listed in attached article, titled: a randomized trial comparing polymer versus suture-based vascular closure devices for arterial closure following lower- limb arterial endovascular revascularization.